Manufacturer narrative:
Section e- all accurate information has been provided within the initial MFR 2016493-2024-00096 for the required fields. Upon investigation of the actual device used in this incident it was determined that the reported malfunction was not reproduced and the issue got resolved in a separate complaint file. The system functioned as intended after the technical support specialist accessed the device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-feb-2022 to 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that a pyxis anesthesia es system is experiencing slow performance and freezing multiple times. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis anesthesia es system is experiencing slow performance and freezing multiple times. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. The issue was addressed in a separate complaint file and resolved by various services were disabled. The system functioned as intended.